Event description:
Boston scientific received information that during a change out procedure for normal battery depletion, the header broke away from device. The physician had to use his hands to get the device out of the pocket, forceps were not used. Upon removal from the pocket, the sales representative noted that the feed through wires were intact. No adverse patient effects occurred as a result of the change out procedure.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with a loose header. A visual inspection of the pacemaker header revealed that both ventricular setscrews were fully retracted. The setscrews both moved freely with no binding throughout testing. Further visual inspection showed that the medical adhesive was still attached to the header. The device was put through and passed a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device commensurate with battery voltage.